Manufacturer narrative:
One 60-7510-005 was received in opened unoriginal packaging, the reported catalog number was verified, the lot number was not verified. The device was tested with a system 7500 esu ((B)(4)) and a dampened sponge. Testing was unable to find any defects or abnormalities. The device did not function intermittently nor did it self activate during testing. It is possible that the energy from the active electrode was transferred through the forceps which has the potential to cause a burn. The manufacturing documents from the device history record were not able to be reviewed since the lot number of the device was not available. Lot number history was not reviewed since the lot number was not available. A (B)(4) review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use the lowest possible setting on the associated electrosurgical unit capable of achieving the desired surgical effect. Activation time should be as short as possible never allow cable connected to these devices to be in contact with skin of the patient or the operator during electrosurgical activations always place unused associated electrosurgical accessories in a safe insulated location such as the provided holster when not in use this issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
It was reported by the facility that the 60-7510-005 device caused a burn to the surgeon and the surgeon's assistant on the (B)(6) 2018 during a burn debridement procedure. The surgeon was using a technique that is not instructed or condoned by conmed, where the surgeon touches the pencil to the forceps for electrical transfer of energy. In this process, the patient was in a lateral position, not vertical, and was not fully touching the grounding pad. This allowed the electricity to move into the forceps causing a blister on the finger of the surgeon and the assistant who were touching the forceps. No medical intervention was reported for either users involved. The patient received no known injury from the incident. The blistering is suspected to be a second degree burn; however, the degree of burn was not reported to conmed. The manufacturer of the forceps is not known. This report is being raised on the basis of injury due to a suspect 2nd degree burn.